Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, instructions for use (IFU), quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The customer reported that, when the operator was injecting saline through the single lumen peripherally inserted central venous catheter (PICC), some of the saline proceeded to squirt through a defect in the PICC and into the operator's eye. The PICC line was then removed from the patient. The defect was observed to be approximately 4 cm away from the injecting hub of the line. The line was reportedly inserted uneventfully on (B)(6) 2017, and had been used without complication up until that point. The device is reportedly unavailable for return.